Manufacturer narrative:
A field service engineer (fse) evaluated the instrument and observed that the wbc bath was not draining properly and replaced all silicone tubing and valve lv15 as part of troubleshooting, but found valves lv 13 and lv14 defective. The fse replaced the two valves resolving the leak. Following the replacement of the parts; the fse found the wbc and plt parameters failing on startup. The fse found the wbc bath was defective and causing the issue. The fse replaced the wbc bath. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported less than 10 mls of uncontained fluid leaked from a bath overflow in the coulter ac·t diff analyzer while cycling controls prior to performing a calibration procedure. There were no error messages reported by the customer, rbc recovered low on controls and the hgb voltage recovered high. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.